Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por) and wireless telemetry was also noted to be unavailable. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.